Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning and defective. Therefore, the reported condition was confirmed. It was further determined that the control unit and seals were brittle. However, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that control unit on the small battery drive device was not functioning and defective. It was noted in the service order that the device was unable to work causing batteries to short circuit. It was further noted that the original batteries spoiled causing replacement batteries to be faulty and the seals were brittle. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.